Manufacturer narrative:
Date received by MFR should be 12/18/2022 and not 01/27/2023 as initially reported.

Event description:
It was reported that an unspecified quantity of spectrum iq pumps had upstream occlusion alarms during infusions of vasopressin, precedex and vancomycin. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.